Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the device was in backup vvi operation. Analysis of the device code found multiple bit flips.

Event description:
It was reported that the pulse generator exhibited an error message. The device was explanted and returned for eval.